Event description:
I accidentally swallowed one [accidental device ingestion]. Case description: on 2024-12-27 a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a female consumer. The consumer received polident (napc+potm+taed tablet) for indication product used for unknown indication. Batch number was asked but unknown and expiry date was unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a serious medically significant event I accidentally swallowed one (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. No medical history was reported. No drug history was reported. The action taken for polident was unknown. Dechallenge was unknown (action taken was unknown/outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). Causality of the event accidental device ingestion was considered as not reported/not assessable with suspect polident. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: polident device MFR number: 1314819-2024-00141. The reporter provided the following comment: "I accidentally swallowed one, what do I do".

Manufacturer narrative:
Veeva case: (B)(4).